Event description:
Enduser son advised, getting 5 flash wrench code causing chair not to move. Enduser son advised, chair was provided by the va. Enduser son provided, model number but could not provide serial number. Spoke with (B)(4) in tech. Tech advised could be batteries, motor or controller. Enduser son could not provide any further information.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.